Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. No under delivery anomalies noted. Device received with corroded battery tube, minor scratches on case, pillowing keypad overlay, missing display window cover and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 332 mg/dl and 159 mg/dl. The customer reported that the insulin pump was not working right. The customer has treated high blood glucose with the insulin pump. The customer was neither in emergency room nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The customer declined troubleshooting for high blood glucose and insulin pump failed high pressure test. The insulin continued to drip after motor stops during the fill tubing process. The insulin pump will be returned for analysis.